Event description:
Report received of an under-delivery. The pump was programmed to deliver an unspecified maintenance solution at a rate of 158ml/hr with a volume to be infused (vtbi) of 315ml on line a. Two hours later the infusion was complete as expected. The pump was then reprogrammed to deliver in the piggyback mode, instead of the intended concurrent mode. Line a was programmed to deliver 550ml of an unspecified medication at a rate of 125ml/hr. Line b was programmed to deliver 105ml of an unspecified medication at a rate of 1ooml/hr as a piggyback. The delivery on line b finished 1 hour and two minutes later as programmed. At this time, the nurse returned to the patient's room to address a proximal occlusion alarm and restarted the infusion on line a. Prior to the change of shift, the same nurse cleared the volume totals and noted that the combined shift total of line a and line b was not "over 500ml" as they had expected. There was no reported adverse patient effect and no medical interventions were required. Though requested, no further information was available.